Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: damage to the pedicle screw during surgery. Patient had a lumbar spinal stenosis. Matrix was used for l3 ¿ 5 on (B)(6) 2013. There was not enough space, so the surgeon inserted the screw straightly and smoothly without t25 stardrive and compressed slightly. The surgeon secured the transverse connector on l4 ¿ 5 and tightened right l3 and l4 subsequently, he could not seat the l-counter torque on l5. The surgeon found the screw looked slightly floated and leaned, so the sales rep thought the probability of cross threaded and suggested the surgeon to remove and re-insert it. However the surgeon could not remove it by t25, straight and felt the probability of wearing. The surgeon was unable to use counter torque with l-handle, so he tried to use rod holder as the counter torque with 10 nm torque handle, however he was unable to remove the screw, because of over 10 nm. The surgeon felt the risk without the counter, so he tried to use rocker fork, however he was unable to set it. The surgeon tried to use the threaded persuader, however he could not remove the screw, because the head was open. The surgeon tried to use the persuader with the wide aperture in max , he was able to set it. The surgeon tried to move it backward and forward 10 times with 10 nm torque handle, however he could not remove the screw. So the surgeon tried to remove this persuader, however he was unable to do so. The handle looked unfixed easily, however the surgeon could not remove it by any leverage with the screwdriver or rod-shaped instrument (these procedures took quite a long time). And the surgeon was able to remove it with stronger power. The surgeon believed a new extractor could be set easily, because of wider aperture. The surgeon set it carefully and tightened it over 10 nm. And the surgeon tried to remove the screw, however the tip of screwdriver would not reach and remove the screw. The surgeon found the black line but was unable to reach up, which may have meant the extractor could not reach down, because the head was opened. In this situation, if the surgeon continued to remove the screw, he would have no more counter measure. So the surgeon gave up the removal of the screw and tried to reverse the extractor with 10 nm torque handle and hex driver. However the torque was over 10 nm and could not remove the extractor. The surgeon tried to remove it with the t-handle and hex driver, however it was too hard to rotate. The assistant surgeon tried and was able to rotate it. The surgeon subsequently removed the other plastic part, however the extractor itself could not be removed from the head. The surgeon could not remove it by any leverage with the screwdriver or rod- shaped instrument. And the surgeon was able to remove it with a continuous stronger power. The screw already was stressed heavily, so the surgeon gave up the further trial. The surgeon tightened it by the rod holder as the counter torque at 10 nm. After that, the surgeon succeeded to tighten left l3, l4 and l5. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.